Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. Flow transducer test and o2 cell/sensor test failed during pre-use check. According to received information in service report, the replacement of the air gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). The device's logs and the claimed part were not provided for further analysis. Our conclusion is that the replaced part was the cause of the failure. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).